Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but the helix was observed to be difficulty to extend/retract. High out of range pacing impedance measurements of greater than 3000 ohms were also observed. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.